Event description:
It was reported that the patient had fallen and fractured her right ankle on (B)(6) 2015. The patient fell on the right side, where the implant was, and was in pain. She thought the stimulator had slipped. The pain was on the right side and near her stomach. Her device was off. The patient had no insurance and no physician at the time of the report but wanted assistance checking the device. Physician listings were provided. Additional information was requested regarding interventions and outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0214133v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).